Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin injection. The customer declined troubleshoot for high blood glucose. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. Customer states that insulin pump had cosmetic damage and no delivery alarm. Customer states that insulin exits. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will be returned for analysis.